Manufacturer narrative:
The system was examined and the reported event was not replicated nor confirmed. The company representative completed the following as preventive measures: added a demo pressure reducer with a manometer at the entrance of the central air of the hospital and the replaced the latch seal. The customer stated that ¿while using the site¿s central air compressor. The customer stated the system has since worked fine.¿ the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 17, 2001. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to an unstable air source provided by the customer. Probe no probe sample was returned for evaluation for the report of a probe malfunction. Therefore, the condition of the product could not be verified. No consumable lot number was identified with this complaint. Therefore, a consumable lot history review could not be conducted. The cause of the reported event cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the vitrectome would slow its speed with poor aspiration. The surgeon needed to release footswitch and after 20 seconds re-press, it would continue to work in correct way. There was no patient harm.